Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent blood glucose (bg) levels in the 200 mg/dl range after completing infusion set changes with an unknown cause. Reportedly, customer experienced a seizure. Bg level was addressed via bolus using the pump. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond.